Event description:
No blood glucose reading provided. The customer reported that the insulin pump was vibrating continuously. The display of the insulin pump showed that the insulin pump performed an unexpected restart. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to monitor the insulin pump and may continue using the pump until the replacement insulin pump arrives. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.